Event description:
It was reported that patient were implanted dtl cann. Pedicle+set screws on s1 to l4 on (B)(6) 2013. On follow up on (B)(6) 2014 patient was with leg pain and MRI shows left l4 screw fracture within the vertebral body. Currently the patient is being monitored, no revision surgery planned.

Manufacturer narrative:
The manufacturer did not receive devices, as the patient has not been revised. Other source documents (x-rays, surgeon notes, MRI report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained form the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).